Event description:
Customer initially reported that their abbott diabetes care device did not respond with buttons. The product was returned and investigated for the button issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Reader did not power on with button, strip and usb cable insertion. Connected the reader to a computer and approved software was not able to recognize the reader. The returned reader was de-cased and visual inspection has been performed on the printed circuit board assembly (pcba), burn mark was observed on the u5 chip. The returned battery was measured which was not within specifications range. The battery was replaced with known good battery. Stm processor was present. A thermal camera was used to inspect the pcba and hot spot was observed on u5. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. If the partial product is returned, the case will be reopened, and a physical investigation will be performed. An extended investigation was performed. Visual inspection was performed on the reader and no issues were observed. Reader did not power on with button, strip but did power on with data cable. Reader was de-cased in phase 2. Visual inspection was performed on the pcba and burn marks on u5 was observed. It was unable to extract reader log as reader did not power on. Returned battery was too low to power on reader. A known good battery was used to continue testing. A thermal camera was used and u5 was observed to exceed 30 degrees celsius. Using a multi meter to measure the voltage across resistor and voltage was over 0v. The burn marks were caused by the u5 component over heating. This caused when an incorrect charging adapter was used, cause the overcharge protection to fail and results in components heating up from a high voltage than that required and can cause the reader functions to stop working. Therefore, issue is not confirmed to use due to incorrect adapter used. This serves as a correction report. Section h11 (additional MFR narrative) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Reader did not turn on with button, strip and usb cable insertion. Connected the reader to a computer and masterm was not able to recognize the reader. The returned reader was de-cased and visual inspection has been performed on the printed circuit board assembly (pcba), burn mark was observed on the u5 chip. The returned battery was measured within specifications, the battery was replaced with a new and unused battery. Stm processor was present, a thermal camera was used to inspect the pcba and hot spot was observed on u5. Extended physical inspection has been performed due to the burn marks on the u5 chip, reader logs were not able to be downloaded. The returned battery was too low to turn on the reader, used a new and unused battery to continue testing. Using a thermal camera, the u5 was observed to exceed 30 degrees celsius. Using a multi meter to measure the voltage across resistor and voltage was over 0v. The burn marks were caused by the u5 component over heating. This caused when an incorrect charging adapter is used, cause the overcharge protection to fail and results in components heating up from a high voltage than that required and can cause the reader functions to stop working. Therefore, issue is not confirmed to use due to incorrect adapter used. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not respond with buttons. The product was returned and investigated for the button issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not respond with buttons. The product was returned and investigated for the button issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.